Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The device was not returned for analysis. Based on available information, a cause for the mitral regurgitation (mr) and unspecified tissue injury could not be determined. Furthermore, mr and unspecified tissue injury are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization or prolonged hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The clip from the second procedure referenced is filed under a separate medwatch report number.

Event description:
This is filed to report post procedure, recurrent mitral regurgitation (mr) and tissue damage occurred requiring an additional clip. It was reported that the first mitraclip procedure was performed on (B)(6) 2021 to treat functional mr with a grade of 4. One clip (cds0701-xtw, 01202u204) deployed successfully, and the mr grade was reduced to <1. The next day, during a controlled transesophageal echocardiography, it was noted that mr had increased back to 4 and a tear on the leaflet was noted. The clip remained stable on both leaflets. The patient was discharged and was scheduled for a second procedure. On (B)(6) 2021, the second procedure was performed. The first clip was implanted lateral to the first clip successfully. A second clip delivery system (cds) (cds0701-ntw, 01002u355) was advanced to the mitral valve and placed medial to the first clip. Grasping was performed but was difficult due to poor imaging and every time the clip grasped the leaflet, the tear became worse. Therefore, it was decided not to deploy the second clip and the cds was removed with the clip without issue. One clip implanted, reducing mr to 3. No additional information was provided.